Event description:
It was reported while a patient had activated a pod the needle deployed prior to application at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.